Event description:
Reporter described event as follows: a nurse placed a needle/syringe into the lid/door of the sharps container. The nurse "flipped" instead of lifting the lid/door and reportedly somehow rec'd a needlestick.